Manufacturer narrative:
(B)(4) initial MDR 9610877-2015-00024 includes information received for patient 1. Initial MDR 9610877-2015-00025 includes information received for patient 2. Initial MDR 9610877-2015-00026 includes information received for patient 3.

Event description:
Pentax medical became aware of a report stating "3 cases of pseudomonas aeruginosa contamination detected after bronchoscopy." The 3 patients tested positive for pyocyanin, a toxin produced by pseudomonas species. All patients had pulmonary suction performed with model fb-15rbs/serial (B)(4).